Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this pacemaker came to hospital with syncope and sinus bradycardia. Pacemaker interrogated with battery too low to review, unable to test. Patient scheduled for generator change monday, however, on sunday the patient experienced syncope, fainting and loss of consciousness, which was believed to be caused by pacing inhibition and medication was started. Subsequently, a revision procedure was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker came to hospital with syncope and sinus bradycardia. Pacemaker interrogated with battery too low to review, unable to test. Patient scheduled for generator change monday, however, on sunday the patient experienced syncope, fainting and loss of consciousness, which was believed to be caused by pacing inhibition and medication was started. Subsequently, a revision procedure was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.